Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device experienced a heart attack. Prior to the heart attack, the hc device had said that it was draining the patient. The patient reported that the cycler had not drained anything and it went right into another fill. The patient reported that they felt stress, difficulty breathing and had a heavy load on the heart and lungs. The patient went to the hospital. The patient had 3 stents placed in their heart as treatment for the events. The patient was discharged from the hospital after 2 weeks. There is currently an increased intraperitoneal volume (iipv) event that was noted in the therapy logs during cycle 2 of the therapy that was initiated on the same day. Treatment and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv event was addressd in (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. The event history log review revealed no device failure or malfunction was identified that could have caused or contributed to the reported difficulty. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. It was determined that it is possible the device caused or contributed to the reported issue, as there was an iipv event within 24 hours of the reported issue (refer to related (B)(4)). A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.